Manufacturer narrative:
Philips field service engineering replaced the x8-2t transducer. Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported their epiq cvx ultrasound was generating error codes with an x8-2t transducer during surgery. There was no adverse patient or user impact associated with this event.

Event description:
A customer reported their epiq cvx ultrasound was generating error codes with an x8-2t transducer during surgery. There was no adverse patient or user impact associated with this event.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. It was determined this issue was caused from the transducer getting moisture in the connector.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.